Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 60 units and remained static. Reportedly, the cartridge was filled with 220 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Tandem technical support followed up with the customer and the customer's insulin gauge displayed accurate fill estimate.

Event description:
It was reported the customer's insulin gauge displayed an inaccurate static value intermittently.